Event description:
The customer reports that when the catheter was removed from the pt it appeared to be missing a portion of it. MFR's evaluation of returned sample revealed the catheter had been cut with a sharp instrument.